Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high and customer used insulin pens to address bg. Reportedly, customer's continuous glucose monitor reading was not available at the time of event and customer did not realize bg was elevating. Customer changed cartridge and resumed insulin.